Event description:
A patient who was enrolled in a study underwent a da vinci-assisted malignant hysterectomy surgical procedure. It was reported that during the surgical procedure, a vaginal injury/tear occurred while removing the uterus vaginally. This was noticed during surgery and the tear was sutured with two stitches. There were no further consequences for the patient and no additional blood loss was recorded. In the postoperative physical examination, no signs of infection or complications with the wound were seen. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity and an oslo classification grade I with a causal relationship to the procedure but not related to an investigational device nor the patient's underlying disease status.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.